Event description:
This male, dx: vertebral disc disorder, came in in 2008 for procedure; alift, left anterior retroperitoneal exposure of l4-l5 for anterior lumbar interbody fusion. Halfway through the procedure, about 10:30am, the or table head and feet section start to raise up and locked into a jack-knife position. No buttons were pressed on the remote control and despite unplugging the bed, the bed continued to move to the point where the patient's back was at 90 degrees, and the legs were at about 80 degrees in a full piked type position. The bed was stuck and would not respond. The retractors could not be removed with the patient in this position. Ultimately, the engineers had to cut the power and hydraulics. The patient was in this position for about 35-45 minutes before the bed could be lowered. The patient was in stable condition the whole time. There was no hemorrhage. Once the bed came down, the patient was moved to a stretcher and moved to another or to complete the procedure. The patient went to the pacu in stable condition, transferred to the floor in stable condition, and discharged from the hospital, as scheduled two days later.